Event description:
Follow up information received from the patient reported that they called the manufacturer¿s representative and was told to check the on button which they turned on and ¿it worked.¿

Manufacturer narrative:
Date of event: date of event was reported as both (B)(6) 2016 and "about 3 weeks ago". A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient reported that their recharger was not working. They had replaced the batteries and it was fully charged. It was noted that the device was not turning on and they were unable to turn the dial up or down. Additional information reported that the patient had a loss of stimulation from their implantable neurostimulator (ins) that was related to a fall in (B)(6) 2016. The patient stated that they fall a lot and they fell ¿really hard on my fannie about 3 weeks ago¿. Using the programmer it was determined the stimulation was on and increasing/decreasing the stimulation did not resolve the issue. The patient was able to charge the ins to 100% and on the programmer it showed they were at 4.90 volts and that the stimulation was on. The patient then increased the stimulation to 5.10 but could not feel eh stimulation in their legs and ¿fannie¿. The patient was to follow up with their healthcare professional (hcp) for the issue. The indication for use for the implanted device was noted non-malignant pain. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.